Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and loaded software. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported the system displayed disk errors and emitted uncommanded x-rays. There is no report of pt injury or death.